Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h6, h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the video system center experienced while using the cystoscope, the image is blown-out highlights and obscured by light when viewed up close. If does not get close, it displays normally, but if close to see the part, it shines and is not visible at all. The issue was found during procedure. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.